Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a malfunction of the coin battery. The customer did not provide patient involvement information. The evaluation and repair will be completed by a third party service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator had a "data key has been reset please change the coin battery". The ventilator was not in use on a patient at the time of the reported event. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair was completed at a non-medtronic location and the service engineer (se) replaced the coin battery.